Event description:
It was reported that the catheter was implanted on 3/1. After the catheter was implanted, a nurse on the ward checked the site of implantation and found that the catheter had been torn. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the catheter was implanted on 3/1. After the catheter was implanted, a nurse on the ward checked the site of implantation and found that the catheter had been torn. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The product returned for evaluation was a 4fr groshong nxt clearvue catheter with a two-piece connector assembly and suture wings attached to the catheter. The catheter was terminated proximal to the 55cm depth marking and the rest of the catheter segment was also returned. Use residue was observed on the returned sample. Tensile weakness was observed at the proximal end of the distal catheter segment. Microscopic inspection of the break surface revealed an uneven, granular surface. An elliptical shape was observed in the catheter shaft. The features of the break and the tensile weakness were consistent with damage due to tensile failure. This complaint will be recorded for future trending and monitoring purposes.